Event description:
Patient reported obtaining back-to-back blood glucose results, of 119 mg/dl and 371 mg/dl on the advantage test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. L1 quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter, comfort curve strip lot 549631 with expiration date 05/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve strip.